Event description:
This patient had a significant fall a few years ago. At the time of the fall, the patient had a frontal floor contusion, developed anosmia and cognitive difficulties. Additionally, they had bilateral occipital epidural hematomas requirng surgical decompression. The patient then had a shunt and cranioplasty performed, which worked quite well until at some point they developed a fluid collection in their abdomen, which was worked up with CT scans. The scans revealed that the patient had distal shunt failure. 2 to 3 days prior to this surgery, the patient developed swelling in the head and around the shunt tubing. A CT scan was urgently performed and it revealed that the patient had a porencephalic cyst and mass effect with shift from right to left. The patient was taken straight from the CT scanner to the operating room.the physician reported that there was a separation between the valve and tube. It was reported taht the device was cleaned and given to the codman representative.